Event description:
It was reported that the inflatable penile prosthesis (ipp) did not work as expected; therefore, the patient went to the hospital two weeks before surgery. A revision surgery was performed and it was found that the left cylinder inflated like a balloon; therefore, the surgeon replaced the cylinder. The patient had a good outcome following the procedure.

Manufacturer narrative:
Investigation summary: based on the information available, the reported cylinder bulge was confirmed through product analysis. Product analysis confirmed the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp cylinder was visually inspected and functionally tested. Cylinder has an air between the inner tube/fabric and the outer tube when inflated; bulge was present in cylinder body. Cylinder has a broken fabric treads in proximal cylinder body. Cylinder was not pressure tested due to bulge was identified. Cylinder has wear at fold in cylinder body. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the inflatable penile prosthesis (ipp) did not work as expected; therefore, the patient went to the hospital two weeks before surgery. A revision surgery was performed and it was found that the left cylinder inflated like a balloon; therefore, the surgeon replaced the cylinder. The patient had a good outcome following the procedure.